Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr), enlarged atrium and prolapsed leaflet for a mitraclip procedure. During the procedure, the clip opened to 30-40 degree post deployment. Partial clip moment was observed post opening. Another mitraclip was deployed to stabilize the opened clip. Per the physician, steerable guide catheter (sgc) was unable to hold column after removing the first clip. Aspiration resolved the issue. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked or migration. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior associate research fellow. Based on available information, the reported clip opening while locked appears to be related to procedural conditions (user perception). A cause for the reported migration could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.